Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed system failure: primary alarm background test. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. When booting the system, it immediately went into biomed passcode screen and indicated a ¿primary audible alarm bgnd test.¿ when the passcode was entered and the system rebooted, the error was no longer triggered. The cause of the customer reported problem was the primary speaker. Service history review identified that the device was last serviced march of 2024, for the exact same issue. The manufacturer representative replaced the primary speaker, and the pump passed all functional tests and performed as intended after repair.